Event description:
It was reported that the egm's showed double counting and lead noise which resulted in inappropriate therapy. The lead was repositioned.

Event description:
New information states that the lead was explanted.

Manufacturer narrative:
A partial lead was returned with extensive explant damage. Two external insulation abrasions measuring 0.7cm and 0.5cm long were noted proximal to the svc shock coil.